Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Patient reported left-side "pain, swelling, hardness and numbness, contracture and liquid." Capsular contracture baker grade unknown and seroma. The device remains implanted.

Event description:
Healthcare professional additionally reported left side multiple folds. The device has been explanted.

Event description:
Patient reported left-side "pain, swelling, hardness and numbness, contracture and liquid." Capsular contracture baker grade unknown and seroma. The device remains implanted.